Event description:
The patient reported that they were not feeling stimulation. The patient stated that they had no fall or trauma. It was reported that they were able to connect with the patient programmer and the recharger. The patient's healthcare professional has requested that the manufacturer representative meet with the patient. Patient was requested to schedule with healthcare professional. Additional information received indicated the patient had a diagnostic appointment and it was determined that the unit has reached end of service. The patient reported that they will be seeking approval from their insurer for replacement of the battery unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.